Event description:
Fainting of the patient during the interrogation of his pacemaker. Suspicion of vt during the interrogation of the prosthesis without recording of arrhythmias in the memories. Need for a removal of doubt for a malfunction of the pacemaker. When interrogating the memories, we find for that of (B)(6) 2022 at 11:58 a lot of ventricular extrasystole. On the aida summary screen, we notice since the last control (3 minutes before) a v rhythm around 180, but the arrhythmia memories are empty.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Fainting of the patient during the interrogation of his pacemaker. Suspicion of vt during the interrogation of the prosthesis without recording of arrhythmias in the memories. Need for a removal of doubt for a malfunction of the pacemaker. When interrogating the memories, we find for that on (B)(6) 2022 at 11:58 a lot of ventricular extrasystoles. On the aida summary screen, we notice since the last control (3 minutes before) a v rhythm around 180, but the arrhythmia memories are empty.